Event description:
It was reported that; patient is experiencing pain, swelling and burning that prevents her from sleeping. The pain limits her mobility. Since 2004 patch tests, blood tests, hair tests have shown reaction to nickle, phthalates, mineral additives and inactive ingredients in foods and prescriptions. Patient has stated that changes in her left hip have only become more noticeable within the past couple of months.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.